Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported that the device was rubbing her breasts raw. The area was reported to be under both breasts and under the garment. During a follow up, a distributor customer service representative reported that the garment straps were digging into the sides of her breast. It was reported that the straps were causing skin tears. The straps were wrapped in gauze to prevent the strap from cutting into the patient's breast. It was reported that one spot was slightly open. The patient also reported forming a rash on her back from the electrodes. During a final follow up, the patient reported that her issues had improved in some areas, but other areas were the same or maybe a bit worse. The final medical outcome of the reported open skin from the rubbing straps is unknown. There is no indication the patient received medical intervention.